Event description:
A caregiver reported the customer experiencing a skin reaction and pain after the 10th day of wearing the adc freestyle libre 2 sensor. It was further reported the customer experienced an insertion site infection with pus and the customer had removed the sensor. The caregiver contacted a healthcare professional via phone and was prescribed terramycin and ibuprofen as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed on the returned sensor and no issues were observed. The sensor plug was returned and fully seated. Inspected the sensor plug and no failure modes were observed. The adhesive was not returned. Unable to perform further investigation due to no product returned. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the customer experiencing a skin reaction and pain after the 10th day of wearing the adc freestyle libre 2 sensor. It was further reported the customer experienced an insertion site infection with pus and the customer had removed the sensor. The caregiver contacted a healthcare professional via phone and was prescribed terramycin and ibuprofen as treatment. There was no report of death or permanent injury associated with this event.